Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality; the handswitch, interface cable, louvre cover and inner gantry cover . The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000717, serial/lot #: unk. Product ID: bi71000675, serial/lot #: unk. Product ID: bi71000479, serial/lot #: unk. Product ID: bi71000475, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was malfunctioning. It was reported that 2d and 3d imaging could not be used. Additionally, the control panel was noted to have no communication between the viewing station and imaging system. It was noted that the imaging system was rebooted twice. There was no patient present when this issue was identified.